Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the distributor found that during testing of the ventilator, there was only a visual alarm and no audible alarm was detected. There was no pt involvement in this case. However, if it were to recur, a caregiver would not be audibly alerted in the event of a ventilator problem.